Event description:
A us distributor returned electrode belt sn (B)(4) indicating that it could not communicate with a test monitor.

Manufacturer narrative:
Device evaluation summary. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (does not communicate with test monitor) was confirmed. As received, the trunk cable was pulled from the strain relief. The pulled trunk cable pulled the j702 connector inside the distribution node (dn). The cause of the inability to communicate is the pulled connector. The cause of the pulled connector is the pulled cable. The root cause of the damaged cable and wires was excessive force. No adverse event resulted from the damaged cable and wires.